Event description:
I had a left total hip replacement on (B)(6) 2009. I received a depuy total hip system pinnacle 100 acetabular cup sz 52mm. Prior to surgery, I had left hip pain. After surgery, the pain went away but then in the winter of 2010, I started having a painful catch in my left hip and I was limping. I then had a hip aspiration in (B)(6) 2012 showing an infection in the hip. Surgery to take components of my hip and to insert a spacer was done in (B)(6) 2012. Total hip revision surgery was then done in (B)(6) 2013. I had another aspiration in (B)(6) 2013 prior to the revision surgery. All of these surgeries have required additional hospitalization for me. Diagnosis or reason for use: left hip infection ((B)(6)). On (B)(6) 2012-(B)(6) 2013. On (B)(6) 2012-(B)(6) 2013 - rehabilitation and nursing home.